Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and increased sensing integrity counter (sic). It was further reported that the lead had also triggered an alert for low pacing impedance, had a high threshold and was exhibiting t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.